Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a groin reaction after the use of a 6-12 f mynx control venous vascular closure device (vcd). The patient experienced an infection that was not confirmed with a culture. It is stated that the site was red, painful and had a yellowish drainage. There was no complication noted during deployment or use of the product. The patient's bmi is 33.86. The patient did not receive prophylactic antibiotics prior to the procedure. The access site was cleaned/maintained post-procedure. The patient is diabetic. The patient was not taking chemotherapy, steroid therapy, or tnf inhibitors. The right limb experienced the complications. Antibiotics were prescribed. There was no ultrasound performed at the follow up seven days later. The symptoms were resolved without sequalae. The physician performed the procedure. The devices were used in an atrial fibrillation ablation procedure. There were 3 access sites. Two 8f non-cordis sheaths and one 10.5f non-cordis sheaths were used. There was no other closure device used on the affected limb. There was no ultrasound performed before discharge. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, there was a groin reaction after the use of a 6-12f mynx control venous vascular closure device (vcd). The patient experienced an infection that was not confirmed with a culture. It is stated that the site was red, painful and had a yellowish drainage. There was no complication noted during deployment or use of the product. The patient's bmi is 33.86. The patient did not receive prophylactic antibiotics prior to the procedure. The access site was cleaned/maintained post-procedure. The patient is diabetic. The patient was not taking chemotherapy, steroid therapy, or tnf inhibitors. The right limb experienced the complications. Antibiotics were prescribed. There was no ultrasound performed at the follow up seven days later. The symptoms were resolved without sequalae. The physician performed the procedure. The devices were used in an atrial fibrillation ablation procedure. There were 3 access sites. Two 8f non-cordis sheaths and one 10.5f non-cordis sheaths were used. There was no other closure device used on the affected limb. There was no ultrasound performed before discharge. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The device will not be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. It was reported that the patient was diabetic, which could affect the healing process of the puncture sites. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.